Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: communication module intermittent connection. Functional testing could not duplicate the reported issue. The probable cause of the reported error is the wifi module. Calibration and preventative maintenance was performed. The device (without wifi module) passed all functional tests after the repair. Corrective actions are in process.

Event description:
It was reported that the wireless connection was intermittently not working. It showed an error wireless module intermittent connection with pump. The fault occurred while the product was in storage and before patient use. There was no patient involvement.